Event description:
It was reported that after a ptca/stent procedure where a duet stent was placed, the pt experienced a possible sub-acute thrombosis issue. Exact size and length of duet stent placed is unk. Exact details regarding "sat" issue and treatment was not reported. Attempts to gather further info have been unsuccessful. No other info was provided.